Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery shortly after. The blood glucose reading was unknown. The customer stated that he was filling his insulin pump, changed the battery, and upon insertion of the reservoir, the insulin pump alarmed. He was unable to troubleshoot due to the motor error. No significant events leading to the alarm were observed. He noted that he was filling the tubing without a reservoir in the device because he had received a few no delivery alarms while trying to fill the tubing with a reservoir in it before. The motor error alarm occurred during the prime process. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.